Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out infusion set or changed out pump supplies to address the alarm. Customer's blood glucose was reported as high, but specific value is unknown. Customer reported ketoacidosis. Customer administered a manual insulin injection to address elevated blood glucose.